Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the tubing between the left cylinder and the pump was confirmed; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the tubing between the left cylinder and the pump was confirmed; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. No tubing was returned. The pump was visually inspected, microscopically examined, leak and functionally tested; all tests were passed. Product analysis was unable to confirm the clinical observations of tubing hole and tubing fluid leak.